Event description:
Caller stated that she just found out that there is nickle in the lanx peek fusion device that was implanted in her and she is allergic to nickle. Ref reports: mw5162134, mw5162135.